Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures error. No harm to the customer. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned pump due to alleged pump error 63 found on (B)(6) 2021. Unit alarmed pump error 63 during self test and pump trace download confirmed pump error 63 variable 3 on event date (B)(6) 2022 at time 08:41:59. Pump error 63 was due to broken trace u1 pin6 on keypad assembly. Unit successfully downloaded to thus and carelink. Unit passed the displacement test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The electronic assemblies were inspected and no anomalies noted. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damage to retainer ring noted during visual inspection. The following were noted during visual inspection: corroded battery tube, broken belt clip rails, serial number label damage, cracked retainer, pillowing overlay, stained overlay, cracked overlay, scratched overlay and scratched case. Customer allegations of pump error 63 confirmed due to broken trace on u1 pin6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.